Event description:
It was observed that during the device evaluation, the evis exera ii duodenovideoscope air/water cylinder, forceps elevator and air/water tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the probable cause of the issue was noted to be due to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.